Event description:
The physician reports noticing that the crystalens haptic tore after delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and removed the damaged lens. A second crystalens was implanted successfully. Reference MDR#2031924-2009-00163.